Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text: device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft (bsg) on (B)(6) 2023. Reportedly, prior to implant there was distal aorta calcium burden. At a routine follow-up on an unknown date, it was identified that the proximal portion of the afx2 bsg failed to oppose to the wall. Reintervention was completed with the implant of an ovation ix extender on (B)(6) 2023. Patient status post-reintervention has been requested.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the endoleak of indeterminate origin complaint is unconfirmed. The additional endovascular complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user. Procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as alive and well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.